Event description:
Pt presented with an occluded tpn catheter. Line was replaced late last year for the exact same reason. Unable to tpa the line. Pt was admitted to the or for another replacement.

Manufacturer narrative:
Evaluation: no product or lot number info was provided. However, it is possible the device was not properly maintained prior to or following placement. The product is currently provided with an IFU that provides catheter maintenance instructions.